Manufacturer narrative:
Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. Guidant (now boston scientific) distributed updated longevity estimations in (B)(4), 2004. Longevity estimates for prizm he devices remain unchanged.

Event description:
--

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately 46 months of implant. There was a concern the battery depleted prematurely. No adverse patient effects were reported.